Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated after they had a positron emission tomography they felt dizzy and their heart rate was at forty five beats per minute. The patient was concerned about electric magnetic interference. The leadless pacemaker remains in use. No further patient complications have been reported as a result of this event.